Manufacturer narrative:
Samples received: there are no samples available. Analysis and results: there is one previous complaint of this code-batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. However, taking into account that there is one previous complaint of the same code-batch where the results of samples received did not fulfill the OEM specifications, it is considered that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: iran. It was reported that during the surgery being performed on the abdomen, the needle detached from the thread. After several attempts the surgeon found the needle.